Manufacturer narrative:
Unit button response function properly. No button error alarms noted. However found trace of moisture damage on the keypad trace. Unit received motor error alarms during rewind due to corroded motor home switch. Unit returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.